Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subjected device had poor photograph. The event occurred during set up before the patient entered into room. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water inside the main body a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: water inside the main body was cause due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.